Event description:
A nalu peripheral nerve stimulator system was implanted on (B)(6) 2025 to treat lower back pain. The implantable pulse generator (ipg) was placed in the patient's lower back area with the leads targeting the medial branch nerve at the l4 vertebral body. During a post-operative appointment on (B)(6) 2025 the physician noted some drainage and poor healing at the implant procedure needle entry point. The nalu system had not yet been activated and activation was additionally delayed allowing for additional healing time. On (B)(6) 2025 the patient was seen for a second follow-up and the medical staff reported that it appeared the implant was being rejected and an explant was scheduled. On (B)(6) 2025 a full system explant was performed.

Manufacturer narrative:
There were no lab culture results shared with the firm to confirm or rule out presence of infection. There are no known health considerations that may have contributed to device rejection. Rejection of implanted devices is a known inherent risk.